Manufacturer narrative:
The reported event is associated with a clinical trial (B)(6) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, the patient had a upper left quadrant cut in visual field. This was noted by the patient and also determined using confrontational testing. The patient was symptomatic as they noticed the deficit but had no other symptoms besides the visual field loss. There was prolongation of existing hospitalization but no further actions were planned. The event was unresolved and no further actions were planned. Per the investigator, the event was related to the thermal therapy system but not the procedure.